Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during the treatment complete stage of their dialysis (pd) treatment. The patient touched the screen and pressed the ok and stop keys however the screen remained blank. The cycler was rebooted. The ok and stop keys lit up but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. The cycler was returned to the manufacturer and a replacement cycler was provided. Additional information was requested however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process in addition, a device history record (DHR) review was performed and found that (B)(6) 2022 a defective input output board causing touch screen not to respond was identified. It was found that the backplane assembly was previously replaced. Further testing found a pressure leak and defective reservoir. The reservoir was replaced and the cycler was sent to test and calibration. On (B)(6) 2022 the cycler underwent a final test and a dim display occurred, the cycler was sent to rework. During rework it was found the display inverter board cable was not inserting properly. The cable was reinserted into the in/out put board and the cycler was returned to final test on (B)(6) 2022 upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.